Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that enhancements for drawer 4-2 half heigth and drawer 5 full height were unsuccessful.a field service engineer discovered that the plunger on the solenoid was lodged in the closed position. The plunger was successfully unjammed. Additionally, adjustments were required for the c channel rails of drawer 5, as the drawer was not releasing smoothly.the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es pyxis machine's fourth drawer is jammed and cannot be opened. The customer has reported that it is a full-height drawer. A reboot of the station has been attempted; however, the issue remains unresolved. A customer has indicated that a user contributed to a delay in the dispensing of medication to a patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.